Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Upon further evaluation, service observed a leak at the cleaning tube attachment mount. Rattling was observed when the right/left knob was activated. The bending angle was insufficient due to stretching of the angle wire. The angle knob play was out of specification due to stretching of the angle wire. The rubber adhesive was missing (chipped), and the biopsy valve was shaved. The adhesive portion of the tip body had discoloration. The insertion tube had discoloration. The control body (actuator) was discolored. Scratches were observed on the tip body, insertion tube, actuator, curved rubber adhesive, tip cover, insertion tube boot, switch #1, the switch box, actuator cover, on the up/down knob, the up/down angle lever lock, grip, universal cord, universal cord boot on the operation side, boot on the scope connector side of the universal cord, and the scope connector. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported an air leak from the operation unit (control) of the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the adhesive around the light guide lens was peeling off. This report is being submitted for the peeling adhesive found during the device evaluation.